Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The customer did not provide the product details, therefore, no information was captured (model # and serial #), and the device manufacture date could not be determined. This event is related to MDR # 1810909-2021-00269.

Event description:
An advocate from netherlands called on behalf of her son to report that their blood glucose readings were not being stored in the memory of the contour next link 2.4 meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. A replacement meter kit was sent to the customer.